Event description:
The mother initially called animas alleging recurring loss of prime with the patient's pump. Her mother reported three loss of prime in the past 3 months. She mentioned that she had to change the complete set to get the pump started again. She did not report that the patient developed any symptoms or sought any medical attention due to the alleged issue. The pump is able to hold prime and deliver air bolus. She has also changed the cartridge since the loss of prime started. She mentioned the pump is experiencing repeated loss of prime within 2 hours. The product was replaced. When the product was returned it was noted that the force sensor plate was an issue with the force sensor. The complaint is being reported due to the investigation of the returned pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings from testing which was done on (B)(6) 2012. During investigation loss of prime was verified. Performed pump rewind, load, and prime with no loss. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime duplicated. Force sensor calibration was out of spec low force sensor plate was contaminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. (B)(6).